Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support on behalf of the customer to report presentation of non-recoverable error 288 by the system. The csr advised that the error occurred after water infiltration in the operating room (or), but could not provide further details. The technical support engineer (tse) requested that the system be connected to onsite for further troubleshooting. The csr arrived onsite and advised that the water came in around the gutter gasket (fluid guide). The customer dried the external cover, however, the system powered up with error 307 and 324. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform backplane (acpb). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The acpb was analyzed and found to have clear indication of fluid contamination on the board. In the system logs, errors 288, 307, and 324 were found indicating the node was missing and not responding. The complaint was confirmed based on failure analysis.